Event description:
Caller states that the pt tested 1.2 inr on the device and 1.9 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Pt also reportedly tested 1.4 inr on the device and 1.86 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.